Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the electrode array migrated to the middle ear resulting in a loss of clinical benefit. Additionally, the patient underwent a revision surgery in (B)(6) 2010 (specific date not reported) due to an unknown reason. The implanted device remains. It is unknown if there are plans to explant and reimplant the patient with a new device as of the date of this report, (B)(6) 2015.